Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted via the femoral artery. After the iab was inserted, the clinician infused saline solution and it leaked out at the extension tubing. As a result, the extension tubing was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.